Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Resolved at the time of issue.

Event description:
A medtronic representative reported that during electrode and probe placement, while in framelink the plans moved without any prompt from user from where they were set. Site was able to re-plan and proceed with case. Representative confirmed that only computed tomography (CT) and magnetic resonance imaging (mr) scans were merged and multiple scans were not merged on the system. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Patient weight was provided by the site.

Manufacturer narrative:
Additional information: patient ID, age and gender provide the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.